Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an nc euphora balloon. There was no anomalous resistance during removal of protective device. No abnormalities noted during device inspection and prep before the procedure. The target lesion in the lcx # 11 -13 (left main, prox, mid lad) had 90% stenosis, slight calcification and no tortuosity. The physician performed inflation with the balloon between lcx # 11 and 13 at 14 atm. It was reported that the balloon ruptured on the third inflation. There was no resistance felt with mating device during delivery and no resistance felt when device passed through the lesion site. The physician stopped using the device and used another one to complete the procedure. There was no removal difficulty of the relevant device from the patient. There was no adverse event to the patient.

Manufacturer narrative:
Correction: it was reported that the lesion was not pre-dilated prior to nc euphora device use and not to a sprinter legend device.

Manufacturer narrative:
Additional information received reported that the lesion was not pre dilated prior to the sprinter legend use product analysis: the distal tip was slightly damaged. Negative purge was performed on the device with no leak detected. The balloon was inflated to 20 atms (rated burst pressure) and maintained pressure. The mandrel was removed from the lumen and the balloon inflated to check for a leak on inner shaft; no leak was detected. (B)(4).